Event description:
It was reported that the zimmer air dermatome was not taking the skin graft properly. Additional information received on 09/29/2009. First graft was unusable and a second skin graft had to be harvested to complete the surgery.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have impacted grafting ability. The motor rpms were within specifications. Parts replaced included; bearing, seal and retaining ring, "o" ring and width plates. The device was repaired according to procedure and returned to the customer. A review of service records indicate that the device was purchased in 1994 and has been returned to the manufacture for repair seven times with the last repair being june 2009.